Event description:
The report stated that during a sub total thyroidectomy, the blue insulation on the jaws of the device melted. A small silver of the insulation fell into the pt's cavity, but was retrieved by the surgeon. The setting on the generator at the time was 3 bars. A second device was used and the procedure was completed without complications. There was no pt injury, and pt was said to have recovered fully.

Manufacturer narrative:
Date of initial report: 10/28/2008. A visual examination of the incident device revealed that the blue nylon insulation was peeling and melted. Covidien lp (formerly valleylab) has investigated reports of the blue insulation melting on the precise ls1200. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use (IFU) have been modified to add a caution indicating that the ls1200 should not be used at a bipolar scissors. Although the reported injury rate for this issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the pt. If pertinent info is obtained, a follow-up report will be submitted.